Event description:
(B)(6). It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with the deployment of a 25 mm lotus edge valve. There was correct positioning of the prosthetic aortic valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Following the index procedure, the patient developed lbbb. Electrophysiology study was performed as a diagnostic procedure for the event. The patient was treated with angiography without revascularization. The transvenous pacing that was placed at the start of the procedure remained in place following the procedure. The following day, the event was considered as recovered/resolved. The transvenous pacing was disconnected two(2) days following the implant procedure. The patient was discharged on aspirin.